Event description:
A report was received that a patient underwent a pocket revision procedure, due to the pocket being in an uncomfortable location. The pocket was repositioned, and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.